Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a customer that there was an issue with a non-preloaded, single-piece spherical synergy intraocular lens (iol) with a +19.5d power. The defect, identified post-implantation, involved scratches on the lens. To address this, the incision was enlarged and sutures were applied. However, a vitrectomy was not performed. The procedure was delayed but was successfully completed using a backup lens from a different brand. Standard postoperative medications, vigamox and predforte, were prescribed. The defect was not attributed to user error, and there was no injury to the patient or significant impact on daily activities. No further information was available.